Manufacturer narrative:
G4: 28nov2019 b4: (B)(6). The field service engineer replaced the user interface assembly to address the dark display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
The customer reported dark display, and their screen has gone dull. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.